Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this rv lead was capped due to noise and gradual decrease in impedance. Noise is mirrored on the ra lead indicating possible lead-on-lead abrasion. Should additional information be received, this file will be updated.